Event description:
A malfunction was reported on the pump by the caller, but there was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and the malfunction did not recur after the reset. The customer was instructed to continue using the pump and was advised to call back if the malfunction code reappears.